Manufacturer narrative:
Device was used for treatment, not diagnosis. Reporter's phone number: (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the gear of the compact air drive device was broken and torn off. It was observed that only noise was heard, but the device did not work. It was further observed that the equipment has a thrashing gear system. It was further determined that the device failed pretest for check function of soft mode switch (safety system). It was noted in the service order that the equipment makes noise but does not oscillate. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.